Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck due to string issues - vaginal [foreign body in reproductive tract]. Tampax pearl tampon string unraveling, breaks off or frayed [device breakage]. Case description: consumer contacted via e-mail and stated that the string on the tampon was frayed and coming undone; the string wasn't stable and broke off in sections as it unraveled. No serious injury was reported.

Manufacturer narrative:
11-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon stuck due to string issues - vaginal [foreign body in reproductive tract] tampax pearl tampon string unraveling, breaks off or frayed [device breakage] consumer contacted via e-mail and stated that the string on the tampon was frayed and coming undone; the string wasn't stable and broke off in sections as it unraveled. No serious injury was reported.